Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator, adhesive around the light guide lens had peeled. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the forceps elevator could not be determined. In addition, the adhesive around the light guide lens had peeled was traced to component failure. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.